Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and remote service engineer (rse) has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that there was a red x and a chirping noise. Remote support was initially provided where the fse assisted the customer on the phone to make sure the device was plugged in. The device was unplugged therefore, the battery was out of charge. The fse then provided onsite service and confirmed that once the battery was charging the ops checks passed. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error, failing to plug the device which caused the battery to be out of charge. The issue was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the heartstart mrx exhibited a red x and is making a chirping noise. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.